Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred and another proglide was used to achieve hemostasis. No adverse patient effect was reported. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The plunger with anterior needle tip, posterior cuff and suture with posterior needle tip were not returned. Evaluation of the returned device found the sheath, guide, foot and lever were undamaged. The anterior cuff was still loaded in the foot pocket with its tabs intact. The link had broken off at the posterior cuff. A proxy plunger could not be inserted into the device to test the needle trajectory due to excessive dried blood in the guide tube. An anterior cuff miss occurred as evidenced by the anterior cuff remaining in the foot pocket. Based on the investigation findings, the most probable root cause for the reported cuff miss event and subsequent failure to achieve hemostasis is due to needle deflection during plunger deployment possibly caused by interaction with anatomy or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. No manufacturing or quality inspection issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that the stent implant dislodged while passing through a calcified lesion. The stent was removed from the anatomy on the stent delivery system (sds). No patient effects were reported. No additional information was provided.